Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to oversensing. Further review noted the right ventricular (rv) lead had increased shock impedances and decreased pace impedances. The shock impedances rose from 45 ohms to greater than 125 ohms. The pace impedances decreased from 750 ohms to 571 ohms. Boston scientific technical services (ts) discussed troubleshooting and probable causes. Noise was suspected, however, it could not be reproduced with isometrics or pocket manipulation. In addition, ts noted the device was in the subpectoral implant 2009 product advisory, which was initially communicated on (B)(6) 2009. The implant technique of this ICD is unknown. A lead anomaly was suspected by the physician. However, no abnormalities were noted during the chest x-ray that was performed to confirm lead placement. At this time, the ICD was explanted and the rv lead was extracted. No additional adverse patient effects were reported.